Event description:
It was reported to philips that the device required servicing and needed the therapy pca replaced. There was no patient involvement.

Event description:
It was reported to philips that the device required to be serviced and needed the therapy pca replaced. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.